Manufacturer narrative:
Section b3: date of event is estimated. Based on the information provided, a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: (B)(4). It was reported, that x-rays confirmed, that both the l5 and s1 leads had migrated. No accidents, falls, trauma or weight fluctuations were reported. Surgical intervention was undertaken, wherein both leads were explanted and replaced. Effective therapy was restored.